Event description:
The customer reported on (B)(6) 2013 her blood glucose measured 149 mg/dl, 217 mg/dl and 467 mg/dl with no exact times, carbohydrate count or insulin dosages provided. She stated the cannula never inserted into the infusion site. The cannula was also "very" flat and it was almost lying parallel to the pod itself. The pod was worn for 24 hours.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occured. Qualification records were reviewed and the product met all acceptance criteria.